Event description:
(B)(4). It was reported that the surgical table at this customer had a damaged column casing and bellows with a tear in a hydraulic line. There was no reported patient involvement and no report of any adverse consequences.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The actual device was evaluated in the field on (B)(4) 2012. Evaluation summary: after an on-site evaluation by a field technician, it was confirmed that there was damage to the column casing of the surgical table which caused damage to a hydraulic line. The column casing damage can be attributed to misuse by the user likely colliding the table with other operating room equipment. Continued use of the table with the damaged column casing can cause abrasions to the hydraulic line surface potentially causing a fluid leak and a loss of hydraulic pressure. However, there was no report of a loss of hydraulic pressure or of hydraulic fluid leaking in this reported event. This condition was discovered during preventative maintenance and not during a surgical procedure. There was no patient involvement and no adverse consequences reported. This is not a single use device.